Manufacturer narrative:
Correction was provided in section h11 for additional MFR narrative. Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual and microscopic inspection confirmed that the dilator tip was damaged. Inspection of the dilator confirmed the distal tip to be damaged and based on the complaint summary, the damage on the dilator was noticed during insertion which indicates the dilator was likely in this condition from manufacturing.

Event description:
It was reported that after transeptal, the faradrive steerable sheath clear was inserted, then the boston scientific starter guidewire was inserted, and advanced when resistance was felt. The guidewire then became stuck in the dilator. Upon checking fluoroscopy, the sheath dilator was observed to be damaged. The dilator was removed, visually checked, and noted damaged. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual and microscopic inspection confirmed that the dilator tip was damaged, likely causing the guidewire to become stuck. An unsuccessful attempt to insert the guidewire led to an x-ray screening that identified the puncture anomaly pushed the dilator material inward, occluding the guidewire path inside the accessory. Analysis of the sheath did not find any abnormalities or defects to support the allegation of difficult to advance and infers the difficulty to advance may have occurred due to the patients anatomy.

Event description:
It was reported that after transeptal, the faradrive steerable sheath clear was inserted, then the boston scientific starter guidewire was inserted, and advanced when resistance was felt. The guidewire then became stuck in the dilator. Upon checking fluoroscopy, the sheath dilator was observed to be damaged. The dilator was removed, visually checked, and noted damaged. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that after transeptal, the faradrive steerable sheath clear was inserted, then the boston scientific starter guidewire was inserted, and advanced when resistance was felt. The guidewire then became stuck in the dilator. Upon checking fluoroscopy, the sheath dilator was observed to be damaged. The dilator was removed, visually checked, and noted damaged. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The device is expected to return for analysis.